Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep pulled error logs, noted ffb/gib errors. He replaced the ffb and gib. The system functions normally.

Event description:
The customer reported that the images were dark and they had to adjust the brightness/contrast to compensate. Ge could not duplicate symptoms, but found errors in error logs.